Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The battery door was cracked. The device found downstream occlusion calibration failed high flow during testing and alarmed "casstte not attached properly" messages when latched with cassette. Error history log review found high alarm displayed: cassette not attached properly ,high alarm silenced: cassette not attached properly. The root cause of the reported issue was found to be the downstream occlusion sensor was inoperable . Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached alarm. No adverse effects were reported.